Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
The lead was returned with no information. Follow-up with the physician's office indicated that it was explanted and replaced due to failure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. (B)(4) proximal conductor fractured. It was observed the distal conductor had blood/body fluid, the outer tubing overlay was melted and breached cut, the outer insulation was breached cut, the helix was distorted/bent, and blood in/on the helix mechanism. Full lead returned and analyzed.